Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was likely sliced during the placement of a left ventricular assist device (lvad). The patient was evaluated over a year later and loss of capture was observed along with lead impedance measurements greater than 2,000 ohms. The patient had an underlying sinus rhythm. Furthermore, the patient had an infection which is not related to the device and there is no plan for intervention at this time. The lead was completely severed with the portion still attached to the patient's device explanted and the remainder was surgically abandoned. No adverse patient effects were reported.